Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no r-wave was seen while running a ventricular sensing test with the programmer application analyzer. A different programmer was used to run the test. The programmer remains in use. No patient complications have been reported as a result of this event.